Event description:
Edwards received information that a second device was implanted into a 25mm pericardial valve using a valve-in-valve procedure. The original device, 25mm bioprosthetic valve, was implanted for approximately twelve (12) years and seven (7) months. The reason for the procedure was aortic insufficiency. Patient was reported to be doing fine after the procedure.

Manufacturer narrative:
Method: device not returned. This device is not available for return and evaluation because it remains implanted. Follow ups are in progress to obtain further information. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, no information was made available regarding the condition of the device at time of the valve-in-valve procedure and there are no known patient contributing factors. Without additional information from the health care provider or return of the device for evaluation, we are unable to confirm the clinical comments made or determine the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.